Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonfunctional with a depleted battery and loss of water resistance, prompting determination that a replacement was needed; the user was advised to secure backup therapy, sync data to the mobile app prior to shut down, and return the device for evaluation. Symptoms included none reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a charging and power failure consistent with battery depletion or charging system malfunction, without alarms. It was concluded that a hardware malfunction related to battery depletion was suspected and a replacement device was provided.